Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient has been on duopa therapy since (B)(6) 2016. It was reported that the patient was hospitalized from (B)(6) 2019 to (B)(6) 2019 due to severe abdominal pain. Patient experienced blood in the stool. It was reported that the patient was diagnosed with bleeding ulcer and was started on protonix 40mg twice a day.